Event description:
It was reported that the 6600 sys locked up with a eeprom failure error during a case. The procedure was completed with another sys. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The eeprom board was replaced during the svc call.